Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). The following sections have been updated: b4, b5, g1, g3, g6, h2, h6, h11. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The reported event is not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information is available regarding the incident.

Event description:
It was reported that during surgery for arthroscopy and suturing of the meniscus, during the implantation of the second staple, it did not slip out of the feeder, the operator was unable to tighten the node; an attempt to tighten the implant ended with it being pulled out of the meniscus. The entire implant and the feeder were removed from the knee, no part remained in the patient. The procedure was completed without extending its time with a stapler from another company. The handle with the implant has been disposed of. There was no reported harm, injury, or delay. Due diligence is complete. No additional information is available at this time.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). G2, country event occurred in: poland. The product is in the process of being evaluated by zimmer biomet. Once the product investigation has been completed, a follow up/final report will be submitted.